Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg had flipped and would not charge. The patient underwent an ipg replacement procedure per physicians preference and was doing well postoperatively.